Manufacturer narrative:
According to the instructions for use (IFU), complications associated with standard catheterization and use of angiography include, but are not limited to, injury including perforation or dissection of vessels, thrombosis and/or plaque dislodgement. Peripheral ischemia is caused by decreased blood flow to tissues and can be related to many patient and or procedural factors. Patient factors that can lead to peripheral ischemia are atherosclerosis, hypertension, hypercholesterolemia, smoking, diabetes, obesity, chronic renal failure. Atheromatous material can accumulate along the walls of the blood vessel, and can vary in size. The IFU precautions the use of the device in patients with significant aortic and vascular disease. Reversible peripheral ischemia may manifest peri or post-procedurally as a result of the patient¿s underlying pvd, combined with temporary compromise of inflow during the procedure. There is a potential for dislodgment when an intravascular device is advanced through the vessel. If this occurs, there is a potential for the atheromatous material to embolize and cause distal ischemia or infarction. These patients usually present with multiple co-morbidities that in combination with the procedure put a patient at high risk for peripheral complications. Per report, the patient has a severely calcified aorta and the patient¿s left side access vessel mld measured 5.0mm. The esheath was inserted on the left side through a prosthetic vessel anastomosed to the left common iliac artery. In this case, the cause of the right ilio-femoral artery occlusion observed on post-operative day (pod) 1 cannot be confirmed. However, it appears that the patient¿s underlying pvd and procedural factors may have caused or contributed to the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported through the japanese tavi case registry, the day after a transfemoral tavr procedure with a 14 fr esheath the patient developed a right lower extremity arterial occlusion and embolectomy was performed. The left side access vessel minimum luminal diameter (mld) measured 5.0mm. The patient has a severely calcified aorta. The tavr procedure was performed through a prosthetic vessel anastomosed to the left common iliac artery. Within the day after the procedure, numbness and cyanosis of right lower extremity were observed. CT revealed an occlusion of right external iliac artery down to the common femoral artery. Embolectomy was performed in the right external iliac artery and the right superficial femoral artery. Patch angioplasty was performed on the area between the external iliac artery and common femoral artery. The reporting physician judged that the arterial occlusion of the lower extremity was related not to the device, but to the procedure.